Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and two photographs were provided for evaluation. Upon visual inspection of the photographs, bubbles were noted inside the line. Based on the data from the investigation, the reported defect was confirmed. The exact root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: air in line alarm. From checklist: air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize tubing, tab the tubing section and observe for bubbles. Alarm re-occurs.